Manufacturer narrative:
Pharmacovigilance comment: pb (B)(4) 2013, the events mass and nodules are assessed as serious and expected.

Event description:
This spontaneous case was rec'd on (B)(6) 2013 from a physician via a sales representative and concerned a female patient of unspecified age. The patient's medical history and concomitant medications were not reported. On an unspecified date in 2010, the patient rec'd treatment with sculptra aesthetics (poly-l-lactic acid) injectable for unknown indication. The batch number used was not reported. On an unknown date after the injection, the patient experienced lumps, bumps, and nodules which have persisted to the time of this report. The physician requested to be contacted immediately regarding this event by a scientist. The outcome of the event was reported as unchanged at the time of this report. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking number: (B)(4) (medcomm solutions on behalf of (B)(4)). No further information was provided.